Event description:
A power source alert 07 was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to plug the wall adapter into a known working outlet and wait at least 30 consecutive minutes for the pump to begin charging. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.